Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 54 mg/dl. Paramedics administered glucagon and food to address low bg. Customer was transferred to the emergency room (ER) and after 4 hours, bg elevated to 140 mg/dl. Customer left ER. Bg was 160-170 mg/dl. Customer alleged a larger bolus was delivered due to the pump personal profile settings needing to be adjusted. Reportedly, customer discussed profile settings with a healthcare provider.